Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain, vessel spasm and subacute stent thrombosis occurred. In (B)(6) 2013, the patient presented with coronary artery disease and percutaneous coronary intervention was performed. The target lesion was located in the left anterior descending artery (lad). The lesion was treated with placement of a 2.50x38mm promus element plus stent. Six days post procedure, the patient presented due to onset of chest pain and was readmitted. Coronary angiography was performed which revealed vessel spasm and subacute stent thrombosis. The physician then restented the lad using 2.5 x 32mm and 2.75 x 32mm promus element stents and the procedure was completed. No further patient complications were reported and the patient status was stable.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that prior to the procedure, aspirin and clopidogrel were given. On (B)(6) 2013, the stent implant procedure was emergent due to myocardial infarction (mi). The initial stent placement was well positioned and well apposed. No patient complications were reported. At the time of the event, aspirin and ticagrelor were given as antiplatelet therapy. The patient was discharged with aspirin and clopidogrel and was compliant with the medications.